Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this event pertains to one of two gemini baskets used in the same procedure. It was reported to boston scientific corporation that two gemini baskets were used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, two gemini baskets broke. The procedure was completed with another gemini basket. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.